Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 238 mg/dl. Customer was unable to troubleshoot at the time and was advised to change infusion set as soon as possible. Nothing further reported.